Event description:
It was reported that when a parameter check was performed with the programmer after the new device implant procedure, noise was found. The physician suspected blood ingress, so the pocket was surgically opened and the leads were detached from the device port, then adherence of blood to the lead tip was observed. It was noted that the leads had no problem and remained in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. The analyst commented that microscopic visual inspection revealed no presence of blood/body fluid present in the connector ports.